Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open heart procedure, when applying the clip to the vessel, the clip wasn't closing completely. A second like clip applier was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92h01. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and in the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.